Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The pharmacy staff member, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The blood glucose testing is performed three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored by customer in the living room. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter and test strips; meter is functioning properly;test strips did meet the performing testing. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The pharmacy staff member, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The blood glucose testing is performed three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored by customer in the living room. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.